Manufacturer narrative:
The investigation reviewed the system's log files and alarm trace and found sample quality alarms. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 8000 e 801 module. On (B)(6) 2022 and at 11:00, the patient's initial estradiol result of 108 pg/ml was reported outside the laboratory. On (B)(6) 2022 and at 9:26, the customer repeated the sample. The patient's repeat estradiol results were 66.5 pg/ml and 68.6 pg/ml. The estradiol reagent lot number was 566730 with an expiration date requested but not provided.

Manufacturer narrative:
The customer performed precision testing with acceptable results. The customer performed a visual inspection of the patient's sample and no visible clots were found. The investigation is ongoing.